Event description:
The leads were returned to the manufacturer after being explanted and replaced due to a system upgrade. The leads subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant medical products: product ID: 4024-58, implantable pacing lead, implanted: (B)(6) 2002. (B)(4).